Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2021-02169, 3005168196-2021-02170.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil into the target location and attempted to detach it using the handle; however, the smart coil failed to detach. Subsequently, the physician used force to manually detach the smart coil in the target location. Afterwards, while advancing another smart coil into the target location, the physician noticed that the last two-three millimeters of the smart coil was very stiff and would not advance into the aneurysm sac. Subsequently, the smart coil kicked back and punctured the wall of the aneurysm. It was reported that there was a balloon catheter already in place that prevented further injury. After that, the physician attempted to detach the smart coil using the handle; however, the smart coil failed to detach. Therefore, the physician manually detached the smart coil into the aneurysm sac. No additional information has been provided regarding the completion of the procedure.